Manufacturer narrative:
Evaluation summary: one opened 2.2mm knife was received in a blister. The sample was examined and was found to be visually nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. How the blade became dull as described in the complaint cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. Because the exact root cause for the damaged knife sample is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the dull blade exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(6).

Event description:
A health professional reported that two knives were not sharp enough during surgery. The procedure was completed by using an alternate knife with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received at manufacturing site and in-house evaluation is in progress.